Event description:
The customer reported approximately several drops of fluid leaked at the probe involving the coulter act diff 2 analyzer. The operator was wearing protective gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were released from the laboratory. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. Service was requested and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe waste line was clogged, not allowing the backwash cycle to fully aspirate which caused the leak at the probe. The fse replaced the probe wipe waste tubing and the probe wipe rinse cup to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. After service was completed, the fse stated the customer noted moisture appeared on sample tubes. The customer was able to significantly reduce moisture formation through troubleshooting with beckman coulter. The customer did not report results after moisture was observed on the sample tubes. No erroneous patient results were released from the laboratory. (B)(4).